Event description:
It was reported that during an implant procedure the guidewire was inserted into the lead and withdrawn to give it another shape. When the physician tried to re-insert the wire it could not pass through the lead body. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant and stretching. Lead returned stretched. Guidewiew insertion test was performed and result was failed. Performed destructive analysis, visual inspection of conductor and found blood obstruction.